Event description:
It was reported that the patient presented to the emergency department experiencing syncope. Upon review, the implantable cardioverter defibrillator exhibited incorrect interpretation of signal and failure to deliver therapy. Patient experience arrhythmia and was in the emergency room during the episode and was cardioverted successfully. Cardiology was consulted and patient was admitted to the hospital. Per cardiologist tachy therapy zones and ventricular tachycardia discriminators were adjusted. Patient was stable, alert, and oriented.